Event description:
The pump was "administering medication independent of pt activating the pump". The pump ,was set to infuse morphine 1 mg/ml. Pca dose of 1 mg with a 10 minute lockout and a 20 mg 4 hour limit. Info regarding the toal number of pca does administered, the number actually requested and the number of non-requested does given was not available. The pt expereienced confusion and drowsiness. She required two doses of narcan 0.2 mg. All symptoms reportedly were releived after the pump was discontinued and the narcan was administered. There was no report of any adverse sequelae.

Manufacturer narrative:
The reported complaint was confirmed. The pt pendant connector jack had been manipulated or stressed to the extent that wiring connections had broken. Even during this situation, the physician prescribed pt lockout and/or 4 hour limit parameters programmed.